Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, swollen lymph nodes/glands, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture grade IV, "periprosthetic liquid collection of small volume", ¿solution of continuity of the implant towards the posterior portion and axillary region¿, "presence of small nodular images, isointense to soft tissues with restriction on diffusion, in the axillary region" and "axillary regions with inflammatory-like nodes, with a slight restriction on diffusion". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side pain and deformity of the breast, capsular contracture grade IV, and diagnosed via ultrasound and MRI "simple cyst" not device related, "small lobulations", "periprosthetic collection of small volume", "small nodular images alternating with linear images, suggestive of fibroglandular tissue and images suggestive of small cysts smaller than 5 mm" not device related, "calcification", "capsule thickness greater than 2.3 mm", "radial folds", "solution of continuity of the implant towards the posterior portion and axillary region with the presence of small nodular images, isointense to soft tissues with restriction on diffusion, in the axillary region", and "axillary regions with inflammatory-like nodes, with a slight restriction on diffusion". Device remains implanted.